Event description:
It was reported that the force sensor test occurred. No patient injury was reported.

Manufacturer narrative:
This MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4). Manufacturing device history record review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. A product sample was received for evaluation. Visual and functional testing were performed. Bottom case was missing 1 rubber foot. Force sensor test error was found in the event history log. The technician power on pump, checked force calibration, and checked for loose connections. There was damage to plunger printed circuit board (pcb) and checked plunger cable for damage, the force sensor test alarm was triggered. The root cause of the reported issue was found to be main board failure appears to be from normal wear. The pump was over 10 years old. The technician replaced main pcb.